Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 506 mg/dl. Customer declined to troubleshot for high blood glucose. Customer stated insulin pump receive pump error alarm. Customer was able to successfully clear the alarm however unable to complete pump rewind. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed no motor movement during the rewind sequence. Motor was tested outside of the device and passed, problem isolated to the electrical board. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to motor anomaly.